Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was complaining of not getting relief and feeling her pump move from time to time. The patient had lost quite a bit of weight, significant enough for her skin to sag. The patient experienced a fall 'several days ago.' A dye study was performed, and the physician was not able to aspirate any cerebrospinal fluid. When the pump pocket was opened, the physician found the pump was flipped, and there was a portion of the catheter that was twisted. The physician flipped over the pump, sutured it into a new area so it would not flip, and removed a 1cm portion of the proximal portion of the catheter which was twisted. The issue was resolved. The patient status was 'alive - no injury.' No further complications were reported.